Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic repair of recurrent incisional hernia, right lumbar area. Implant: gore® dualmesh® plus biomaterial [1dlmph04/(B)(6)]. Implant date: (B)(6) 1999 (hospitalization: 23 hour observation). ¿ (B)(6) 1999: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia, right. Postoperative diagnosis: recurrent incisional hernia, right. Fist assistant: dr.(B)(6) . Second assistant: dr. (B)(6) . Anesthesia: general. Estimated blood loss: less than 5 cc. Indication of procedure: the patient is a 40-year-old male who had previous repair of an incisional hernia on the right lumbar area after undergoing a aortofemoral bypass approached retroperitoneally. On evaluation by dr. Simon in the clinic, he was noted to have, again, recurrence of the hernia on the right side. Of note, the patient previously had repair of the hernia with mesh. He was advised to undergo repair, this time, laparoscopically. The risks and benefits of the procedure were explained to him and he consented to proceed. Operative technique: ¿the patient was brought to the operating room and place supine on the table. General anesthesia was induced and foley catheterization was performed. The operative field was prepped and draped in the standard usual fashion. A supraumbilical port was done under local anesthesia using hasson technique. Laparoscope was inserted through this 10-mm port and the hernia site was inspected. Two 5-mm ports were then inserted along the left lumbar area the midclavicular line as well as the anterior axillary lines. With the use of a spinal needle, the extent of the hernia was marked onto the anterior abdominal wall with a marker pen. Mesh was then fashioned giving around a 2-cm allowance on each side. Gore-tex sutures were applied on four sides with the flat side up. The mesh was then rolled with the right side up and delivered into the 10-mm port. This was unfolded intracorporeally.¿ operative technique continued: ¿with a previously marked extent of hernia, a grasping needle was then delivered through small stab wound make in the skin. The sutures were then delivered out in sequential order. These sutures were then pulled out and tied. At this point, the mesh was approximating the anterior abdominal wall along the hernia defect. The edges were then tacked into the anterior abdominal wall using protek. The inferior edges, however, was noted to be sitting on top of the iliac vessels. This made it difficult for it to be secured by protek. At this point, the edge of the mesh was secured to the peritoneum with use of an endostitch. This was completed without difficulty. The mesh was, at this point, was securely packed into the abdominal wall cavity covering the abdominal wall covering the hernia defect. The trocars were then removed under direct vision. The 10-mm port was removed. The skin was closed with subcuticular sutures. Steri-strips were applied and sterile dressings were placed. The patient tolerated the procedure well. He was transferred to the recovery room extubated and in stable condition.¿. ¿ (B)(6) 1999: robert packer hospital. Implant sticker. Implant: dulamesh with holes antimicrobial. Item#: 1dlmph04. Lot#: p14358-011. ¿ the records confirm a gore® dualmesh® plus with holes biomaterial (1dlmph04/(B)(6) ) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Operative report. Indication for surgery: right groin abscess. Preoperative diagnosis: abscess right groin. Postoperative diagnosis: abscess right groin. Operation: right groin abscess incision and drainage and washout of right groin abscess. Application of wound vac. Surgeon(s): (B)(6) md, (surgeon- primary). Assistant: none. Anesthesia: general. Estimated blood loss: 10 cc. Urine output: none. Findings: abscess right groin. No exposed mesh. Hematoma. Specimen(s): culture and sensitivity. Complications: none. Technique: ¿the right groin was prepped and draped in the usual sterile fashion. The appropriate timeout was performed. I made a 7 cm incision in an elliptical fashion down over the right groin the groin was explored and was found to have a pocket of old clotted blood puss. This was sent for culture and sensitivity. The entire cavity was washed out with the pulsavac washer. No mesh was seen and there was no exposed mesh to the abscess cavity that I can see. Electrocautery was used sparingly and the wound was dry upon completion. I placed a wound vac using a single piece of black sponge and set to 120 mmhg. The patient tolerated the procedure without difficulty. At the needle and sponge count was correct x 2 at the end of the case. I was present for the entirety of the procedure.¿ explant procedure: #1 drainage of abscess and right going. #2 excision of foreign body that is infected mesh plus from right groin. #3 exploratory laparotomy. #4 extensive lysis of adhesions. #5 excision of gore-tex and probably marlex mesh combination from intra-abdominal right lower quadrant. #6 primary repair of right lower quadrant defect that is right inguinal hernia, with biologic mesh overlay using 2 mm thick surgimed and measuring 10 x 15 cm. #7 creation of bilateral myocutaneous flaps measuring 20 x 15 cm cm [sic]. #8 repair of midline abdominal incision using mobilization of myocutaneous flaps and biologic mesh underlay measuring 16 x 23 cm x 3 mm thick. Explant date: (B)(6) 2015 ((B)(6) 2015). ¿ (B)(6) 2015: (B)(6) hospital. (B)(6) md. Operative report. Indication for surgery: infected right groin mesh. Preoperative diagnosis: right groin abscess. Postoperative diagnosis: right groin abscess. Assistant: (B)(6) md. Anesthesia: general. Estimated blood loss: 50 ml. Urine output: 675 ml. Findings: infected mesh. Specimen(s): culture and sensitivity. Complications: none. Technique: ¿patient was placed on table in the supine position the abdomen was prepped a draped in usual sterile fashion we opened a sinus in the right lower quadrant that led to a cavity containing purulent fluid this was sent for culture and sensitivity the incision in the right lower quadrant was opened and explored it was washed out using the pulsavac washer for obvious infection. We encountered a mesh plus that appeared to be connected with some marlex overlay that appeared to lead into the inguinal canal this was excised sharp taking care to stay on the mesh itself. It was not possible to identify with any accuracy where the spermatic cord was I think it was inferior to the area we excised the mesh with due to the extensive previous surgery extensive inflammation and scar tissue in the area was not possible bowel [sic] once we completed this the mesh was followed into the abdominal cavity. We then made a midline incision and into the abdomen this was carried from just above the umbilicus to the suprapubic region we encountered a gore-tex mesh in the right lower quadrant densely adherent to the abdominal wall this was excised sharply with meticulous dissection for over 4 hours. There was also metal tacks in the mesh with made more difficult to take out. Were [sic] finally happy that we had excised all of the foreign material. The defect in the right lower quadrant which now essentially was where the original inguinal hernia was repaired primarily and with a surgeon and a patch overlay as described. The abdominal cavity was repaired using mobilization of bilateral myocutaneous flap measuring 20 x 15 cm to allow approximation of the fascia to the midline and using a 23 x 15 cm surgimed and biologic mesh underlay fascia was then closed in the midline using a running #1 double loop pds suture. The wounds were irrigated copiously and suction dry. Skin was closed with staples over #10 flat jp drain in the right lower quadrant and similarly in the midline wound. I was present for the entirety procedure. The needle and sponge count was correct x2 at the end the case. The patient tolerated the procedure well.¿ . Relevant medical information: ¿ (B)(6) 2015: (B)(6) hospital. (B)(6) md. Pathology report. Specimen submitted: removed mesh (gross only). Peritoneal lipoma. Clinical information: recurring hernia, abscess right inguinal. Gross description: received in two portions: specimen #1 labeled removed mesh, consists of old mesh material containing metal tacks. Gross only on this portion. Specimen #2 peritoneal lipoma, consists of portions of adipose tissue measuring approximately 2.0 cm cubed. Microscopic diagnosis: explanted old mesh material, gross only. Portions benign preperitoneal fat. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.".   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.".

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2014: dr. (B)(6), radiology. CT abdomen/pelvis [a/p] w [with] contrast. Clinical history: groin swelling, redness, pain x10 days. History of surgical repair of inguinal hernia x4. Prostate cancer. Impression: ¿loculated right inguinal fluid collections, including infiltrative process extending along the right spermatic cord. The primary diagnostic considerations would be for abscess formation, versus necrotic tumor.¿ (B)(6) 2014: dr. (B)(6). Interventional radiology [ir]. Procedure: ir drainage ¿ abscess or cyst. Clinical history: other (please specify), right inguinal abscess. Impression: ¿CT guidance for percutaneous drainage catheter placement. Specimen: to microbiology for culture.¿ (B)(6) 2015: dr. (B)(6). Radiology report. Examination: xray kub [kidneys, ureters, bladder]. Clinical history: nausea and vomiting. Impression: postoperative ileus. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions; the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore dualmesh plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6), 1999 whereby a gore dualmesh plus biomaterial with holes was implanted. The complaint alleges that on (B)(6), 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: right groin abscess; clotted blood & puss was found; application of wound vac ; recurrence, infection, abscess, adhesions, excision of gore mesh (in lower right quadrant densely adherent to abdominal wall over 4 hours of dissection). Additional event specific information was not provided.